Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported single leaflet device attachment (slda) cannot be determined. The increased mitral regurgitation (mr) is likely due to the reported slda. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda, medical intervention, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted slight enlarged atrium. On (B)(6) 2019, one clip was successfully deployed, reducing mr to 1-2. On (B)(6) 2019, the clip detached from the anterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient was re-hospitalized due to the recurrent mr. On (B)(6) 2019, the patient underwent a second mitraclip procedure for additional treatment. One clip was deployed to stabilize the slda. One additional clip was implanted, reducing mr to 1. There was no adverse patient and no clinically significant delay in the procedure. No additional information was provided.